Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during. The customer changed the infusion set and reservoir and attempted to prime again but alarm is recurring. Blood glucose value was 125 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarm due to motor error alarm. All alarms received during testing were properly recorded at the alarm history file. No history anomaly noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.